Manufacturer narrative:
No product returning for eval. Attempts were made to obtain all available info. Should new info become available, a f/u MDR will be submitted.

Event description:
Rec'd info stating customer rec'd an altitude alarm during basal delivery. Reportedly, the customer's blood glucose level was impacted.